Manufacturer narrative:
Final device investigation found that the device was returned with the handle unable to fully open and the jaw of the device stuck and not aligned. The blade was extended. Upon evaluation, the jaw was unable to open. The blade trigger was fixed, blocking the handle from operating properly. Electrical testing could not be performed due to the condition of the device. The device history record was reviewed, and no discrepancies were noted. The instructions for use state "do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or pt" and "care should be taken to verify the jaws are fully closed (less than 2mm...) Prior to engaging the cutting blade as this may damage the device."

Event description:
It was reported that the jaws of the device were stuck open. There was no pt injury. This report is being filed for the findings upon investigation. Additional info was requested, but no additional info has been received. A supplemental report will be sent if additional info becomes available.